Manufacturer narrative:
The investigation into the reported high purge pressure has been completed since the original report was filed. Data review: data logs confirmed the failure mode & clinical narrative. Logs showed after pump started, mc spiked followed high pp & low flow that triggered purge pressure high, auto suction response & suction alarms. The high pp remained to the rest of the case. Product was not returned for review. Based on clinical description & data review, the root cause of high purge pressure was most likely due to biomaterial ingestion. The root cause of thrombus was due to patient condition.

Event description:
The user facility reported a 29-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. The team delivered the pump and had high purge pressure alarms. The alarm also fired off for "purge system blocked" alarms. This prompted the pump to be explanted. The explanted pump was observed to have a large clot burden adhered to it. There was no noted embolization. The team implanted a new impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿